Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The receiver device (mt20649-(B)(4)), used with the complaint transmitter device, was returned on 04/20/2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log found firmware errors. The reported event of an intermittent out of range signal was confirmed. A definitive root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal patient experienced on (B)(6) 2015. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support. Patient's mother advised of having reset the device but it was unsuccessful.